Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens got stuck and would not advance. Additional information has been requested. There are two medical device reports associated with this file. This file is 1 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the surgery continued with same model company lens but the haptic tore off with insertion. The lens was cut and removed from the patient's eye and the surgery completed with replacement lens of same model and diopter.

Manufacturer narrative:
Additional information provided in b.5., d.1., d.2., d.4., d.10., and h.6. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.